Event description:
It was reported that one day post implant, interrogation revealed an alert for nonsustained lead noise due to undersensing of pvcs on the discrimination channel. Review of egms showed no noise. Device was reprogrammed and will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.